Manufacturer narrative:
E1: initial reporter facility name - (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim: verbatim: -unclear if pump or IV tubing issue -pump was double checked and programmed correctly to run topotecan over 30min -the entire bag was dry after approx 10min -it seems that the primary bag and drip chamber were also more full so unsure that patient received the full dosage